Manufacturer narrative:
The field service representative (fsr) also replaced the power manager board and the two power supplies. The unit operated to the manufacturer's specifications. The two batteries, the power manager board, and both power supplies were returned to the manufacturer for further evaluation. During laboratory analysis, the product surveillance technician observed one of the power supplies to fail the output voltage specification. The other power supply, the power manager board, and both batteries all passed testing and operated correctly. The failed power supply had output readings of 0.2595 volts direct current (vdc), 24.090 vdc, and 0.1164 vdc over three tests, when the specification is 23.3 vdc to 25.7 vdc.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He tested the unit and replaced the batteries since the ampere hours (ah) were below 6% and had not changed in three days. He tested the voltages on the power supplies and determined the issue of the unit not charging was due to the power manager board. He ordered a new power manager board and will replace the board upon a revisit to the facility.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heart lung machine (hlm) batteries would not charge. After overnight charging the battery indicator was still red. There was no patient involvement.